Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up it was reported that noise episodes from the right atrial (ra) lead caused a false mode switch. Due to the fact that therapy can still be provided if needed, the decision was made to continue to monitor the patient with out any intervention. The patient was stable.